Event description:
It was reported to boston scientific corp that a spyscope access and delivery catheter was used in a cholangioscopy procedure. According to the complainant, " the cable broke. The pt experienced bradycardia (pulse down to 30 ) and hypotension (sbp 70) for less than 60 seconds during (the procedure)." The physician stated that this was "probably due to the procedure and possibly related to the spyscope." The physician aborted the procedure and no further pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for evaluation. A device analysis cannot be performed; therefore, the cause of the broken cable is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint data base revealed that six additional complaints have been reported on the lot for unrelated failure modes. The feb 2008 15-month spyscope access and delivery catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.